Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of over 600 mg/dl. The customer reported changing infusion set bent cannula. The customer states insert the cannula is splitting or crimping. The customer had no symptoms. The customer treat the high blood glucose level with a manual injection. The customer¿s current blood glucose level was unknown. The customer did troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.